Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k113753 / k112160.

Event description:
It was reported that the internal implant threads were damaged during a clinical procedure and is requesting tool item # 0493 to re thread. The implant is well seated and intact.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation. Since products have not been returned, visual/functional inspection could not be performed. The reported event could not be recreated due to the nature of the dental device and event (damaged). The customer has not provided additional pictures or x-ray images of the product. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the internal implant threads were damaged during a clinical procedure. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes.

Event description:
No further event information is available at the time of this report.